Manufacturer narrative:
No button error alarm noted on the insulin pump. The device had intermittent button response due to moisture damage on the keypad trace. The device had minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped. Customer's blood glucose level was 92 mg/dl at time of reporting. Nothing further reported.

Event description:
It is reported that the patient has a button error on their insulin pump. Patient's blood glucose level is at 92mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.